Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device's final bag was found to be 100ml in excess after infused into patient from an unknown IV infusion device. It was unknown if the compounder is over infusing or if the unknown IV pump is under infusing, regardless the sales rep has requested that the device be swapped. There was no report of patient incident or injury. Unit is being swapped. There was patient involvement. No medical intervention was reported. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder which reportedly had "a final bag was found to be 100ml in excess after infused into patient from an unknown IV infusion device" was confirmed during service by baxter personnel. The problem was also duplicated in service. The root cause was not identified. This issue is being investigated through CAPA.